Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was blood in the guidewire lumen. The balloon was loosely folded. The shaft was completely separated and stretched at the exit notch. The outer and inner shafts were buckled/bunched in multiple locations. The hypotube and shaft had multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends and is within specification. The guidewire used in the procedure was not received with this device. A .014¿ kinetix guidewire was used for functional testing by loading the guidewire into the tip and advancing through the lumen encountering resistance. The guidewire would not advance past the location of the inner shaft damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced however resistance was encountered and the device was stuck on the guide wire. Both the balloon catheter and the guide wire were removed as one unit from the 6fr non bsc introducer sheath. An attempt to remove the guide wire from the lumen of the 3mm x 40mm x 146cm coyote¿ es balloon catheter was done but failed. Then it was noticed that the shaft of the balloon catheter broke at the guide wire exit port outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced; however, resistance was encountered and the device was stuck on the guide wire. Both the balloon catheter and the guide wire were removed as one unit from the 6fr non bsc introducer sheath. An attempt to remove the guide wire from the lumen of the 3mm x 40mm x 146cm coyote es balloon catheter was done but failed. Then it was noticed that the shaft of the balloon catheter broke at the guide wire exit port outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.